Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code (B)(4). Component code: (B)(4). Was this device serviced by a third party? No. No specific patient information was provided. The customer service center specialist (csc) assisted the customer in performing multiple troubleshooting tasks including; replacing and calibrating all probes, changing all onboard solutions and wedges, replacing the dry tip and performing water bath change and cuvette wash procedures. The issue was resolved after the customer performed the troubleshooting tasks suggested by the csc. Since multiple troubleshooting tasks were performed, the architect c4000 system was considered the cause of the issue. A review of the service history for the analyzer identified no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or nonconformance associated with architect c4000 system. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 system was identified.

Event description:
The customer obtained multiple negative anion gap results due to falsely elevated carbon dioxide results while using the architect c4000 analyzer. The anion gap is a calculated value using sodium, chloride and co2 results. The customer provided an example: the co2 initial and repeat on same analyzer 41.1 and 41.7 mmol/l. The co2 was repeated on a second analyzer and generated 22.9 mmol/l. No impact to patient management was reported.